Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus. The customer's blood glucose was 235 mg/dl at the time of incident. The customer stated that the blood glucose reached 330 mg/dl. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will be returned for analysis.